Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician noted blood inside the lead and suspected insulation damage. The physician elected to no longer use and replace the lead. There were no adverse consequences to the patient.